Event description:
Boston scientific crm received information that one day post implant this atrial lead was dislodged. A revision procedure was performed; the lead would not remain in position. This lead was removed and replaced with a non-boston scientific crm lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, a visual inspection revealed the helix was extended. A cut was noted in the silicone insulation. Analysis revealed the lead was electrically continuous. The helix failed to retract, likley due to blood in the helix mechanism. Electrically, lead was found to be within specification.